Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my tubes, uterus and cervix are removed and left with ovaries') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my tubes, uterus and cervix are removed and left with ovaries') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('she had constant pain worse than she was pregnant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("she had constant pain worse than she was pregnant") and was found to have weight increased ("she gain it on about 8 months"). The patient was treated with surgery (essure device removal, hysterectomy, multiple surgeries). Essure was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device and weight increased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: I m about to have 3 rd surgery quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received events " she had constant pain worse than she was pregnant, she gain it about 8 months" were added. Reporter information was added. On 23-mar-2020: social media report received. Reporter added. On 23-mar-2020: social media report received. Reporter added. On 23-mar-2020: new reporter added. Non-drug treatment updated with "hysterectomy, multiple surgeries". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.